Manufacturer narrative:
Continuation of d10: product ID: a820, serial# unknown, product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient receiving bupivacaine and morphine via an implantable pump for malignant pain. The patient reported that the handset was 'not working' since a few days ago. The patientstated that last week, they plugged in the handset to 100% charge, and they gave themselves a bolus and then, the screen went black. The agent had the patient press & hold power button on the handset. The handset powered on and the issue was resolved. The agent had patient tap on ¿myptm¿ ¿ the patient then mentioned that they saw no pump response often and every 3 days. It took 7-10 minutes to give themselves a bolus. The agent asked and the patient confirmed a lagging issue at 90 percent. The agent had the patient clear the data. The patient had difficulty navigating the handset; the agent did not attempt to gather serial numbers. The patient was then able to connect to the pump without issue and deliver a bolus.the patient asked and the agent reviewed best practices for external devices and meaning of bolus starte d screen. The patient stated that they felt the need to keep the communicator over the pump during this or they did not feel the extra medication that they needed. The patient will monitor lag issue and call back if further assistance is needed.